Event description:
It was reported that the device did not display battery voltage or diagnostic data. It was also reported that the patient received radiation therapy. Follow-up revealed that the device data was cleared and the device was re-initialized which resolved the issue. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not returned for analysis, however performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. The analyst noted that the battery voltage was not available due to a bit flip in the lead impedance/battery voltage trend data. There was insufficient information available to analyze. The device data was lost during re-initialization.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Insufficient information was available to analyze; device data was lost during re-initialization.